Manufacturer narrative:
(B)(4). Lockout.

Event description:
It was reported that during an unknown procedure, the device would not work. Another device was used to complete the procedure. There were no adverse consequences for the patient.